Event description:
The user facility reported experiencing decreased gas exchange during a bypass procedure. The initial unit was changed out for a second oxygenator. Some difficulty was encountered, but adequate oxygenation was maintained. The case was successfully completed with the second oxygenator and the pt is reported to be fine.